Event description:
It was reported that a malfunction code appeared on the customer's device. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer with resetting the pump, but the issue persisted. As a result, technical support decided to replace the pump. In the meantime, the customer planned to use multiple daily injections to ensure insulin delivery was not interrupted.